Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. During inspection, the unit would not power on the main or on backup battery power. However, it functioned normally on alternating current (ac) power. After charging the main battery to approximately 60 %, the unit ran on a test lung for several hours without additional issues. The reported malfunction was isolated to depleted batteries, and no other fault was found with this ventilator. No parts were replaced. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator touchscreen became blank. The unit was rebooted without success. There was no report of death or serious injury associated with this event.